Event description:
We have received information that this ventilator switched off during the therapy. The facility has indicated that the patient was connected to a replacement unit and no harm to the patient occurred. The device affected here is being requested for analysis of the root cause.

Event description:
We have received information that this ventilator switched off during the therapy. The facility has indicated that the patient was connected to a replacement unit and no harm to the patient occurred. The device affected here is being requested for analysis of the root cause.